Event description:
It was observed that during the device evaluation, the subject device exhibited an image that is not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus inspected the device and could not reproduce the phenomenon of images not being displayed. Based on this complaint and the information obtained from the investigation results, we were unable to identify the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.